Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had racing pacing impedance that became high/undefined and rising thresholds that became high. The pace/sense portion of the lead was capped and replaced, the defibrillation portion remains in use. No patient complications have been reported as a result of this event.